Event description:
Information received by medtronic indicated that the insulin pump error alarm. The customer stated they were able to clear the alarm and able to rewind the insulin pump. Customer performed self test and it was not pass. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 780g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Customer reported critical pump error and open book image. Customer reported insulin pump was exposed to high magnetic field. Customer performed displacement test. Customer stated that insulin pump did not pass the displacement test. It was reported that the insulin pump was returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report. Retainer ring = black. Case type = ngp customer returned device for an alleged device error 41 alarm and device error 43 alarm found on (B)(6) 2022. The device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08745 inches. No unexpected device error 41 alarm and device error 43 alarm noted during the testing. Successfully downloaded history files and traces using thump. Device error 41 alarm was recorded and found in the formatted history file for the event date. August 31, 2022 15:27:15.00 device error 43 alarm was recorded and found in the formatted history file for the event date. August 31, 2022 15:27:15.000 device error 130 alarm was recorded and found in the formatted history file on: september 03, 2022 23:22:27.000 no device error 37, 38, 39, 42, 79, 80 and 82 alarm recorded in the formatted history file for the event date. Device was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electrical board, force sensor, motor and vibrator¿assembly noted. Device error 41 alarm and device error 43 alarm were confirmed, suspected on the electrical board. Device error 130 alarm was confirmed, problem isolated on the motor assembly. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. Device error 41 alarm and device error 43 alarm were confirmed, suspected on the electrical board device error 130 alarm was confirmed, problem isolated on the motor assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic object acts to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.